Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose (bg) level. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Tandem technical support advised the customer to prevent abrupt temperature changes to the pump and informed the customer in regards to how much insulin was delivered prior to the occlusion alarm occurring.